Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose over 400 mg/dl. The customer stated that his high blood glucose levels started the day before, when it went over 400 mg/dl. The customer also stated that he last changed his infusion set the day before the event and normally changes his infusion set every two to three days. Programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at the time. We, therefore, consider this report complete to the best of our knowledge.